Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue multi measurement server x2. No information was provided whether sound was still coming from the device. No patient involvement.